Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-07129 and 2134265-2018-07150. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician found out that the catheter failed to pullback. The procedure was cancelled due to this event. No patient complications were reported and patient's status is stable.